Event description:
The pt was overdosed because the pump "was programmed wrong" with dilaudid, bupivacaine and clonidine in the pump. Following the event, the pt switched doctors and the pump was filled with fentanyl. It was noted that this physician did not take the pt's insurance. The fentanyl caused more pain; only a small amount of orals were prescribed. The pt was looking for another physician to refill the pump; the alarm date was (B)(6) 2011.

Manufacturer narrative:
(B)(4).